Event description:
The patient's right hip was revised due to infection. I & d was performed and the insert, head and liner were exchanged.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's right hip was revised due to infection. I & d was performed and the insert, head and liner were exchanged.

Manufacturer narrative:
Additional devices listed in this report: cat 626-00-42e modular dual mobility insert, lot code 49275002. Cat 6260-5-328 28mm +8 v40 taper vit head, lot code 48394701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.